Event description:
At midnight (0055) vent check rt found pt's ventilator screen to be completely black and would not turn back on; checked all connections, and tried several buttons. Other therapist checked as well and helped rt change out vent. Vent was still ventilating pt though.